Event description:
Essure coils implanted. Experienced heavy and abnormal menstrual cycles, back pain, discovered in (B)(6) 2017 that one coil has migrated into uterine cavity, resulted in hysterectomy and removal of fallopian tubes.